Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated in the emergency room due to hyperglycemia, with blood glucose readings over 500 mg/dl. The customer's perceived cause the event was because he was not receiving insulin from the insulin pump. The customer stated that prior to the event, his blood glucose levels had elevating all day until it was over 500 mg/dl. The customer also stated that he recently had changed to u500 insulin from the u100 insulin and that has changed his averages. The customer then stated that he had changed his infusion sets multiple times the day of the event and did not see any bent cannulas. The customer further stated that he had only given himself manual boluses instead of using the bolus wizard. Nothing further was reported.